Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no image is displayed on the flex vision screen in the procedure room. Upon some functional test fse confirmed an error in the image input board on the pc that controls the flex vision large monitor in the examination room. The flex vision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flex vision pc. The frame grabber captures the video from the azurian system. The frame grabber card in the flex vision pc failed. The fse replaced the flex vision pc chassis, and the os and installed the software. After replacement of the flex vision pc and installation of the software, the system was returned to use in good working order.   The codes were updated based on investigation outcome.